Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. The pump passed the unexpected error test. No unexpected restart alarm was noted. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating an unexpected restart and button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he took the battery out 5 times and still received an unexpected restart alarm. The customer stated that he was getting ready and the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.